Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced nausea, vomiting, and dehydration during the night of (B)(6) 2022. In the morning on (B)(6) 2022, the patient¿s spouse called emergency medical services (ems) who transported the patient to the hospital where she was admitted for five days. The patient was treated with IV fluids and insulin. The patient was unable to recall her cgm value and stated she had not received an alert for high; however, her bg upon admission to the hospital was 800 mg/dl. The sensor insertion date, insertion site or other details were not provided. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.